Event description:
The customer reported to maquet that a rubber bumper fell off of the surgical light's ceiling suspension during surgery. No injuries were reported. The bumper did not touch anybody, no contaminate the surgical field. (B)(4). Reference MFR#: 9710055-2013-00030.